Event description:
When holding a plate to the bone the forceps broke. They didn¿t use any force. Product occurrence was not relevant to the health of the patient. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual investigation of the complained holding forceps found that one tip is broken off. The microscopic view of the broken surfaces did not find any anomalies. The investigation could not determine the reason for this breakage, it is possible that simply too much applied mechanical force well beyond its calculated design during use caused the breakage. This complaint has been determined to be indeterminate. (B)(6).